Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag had a foreign material inside of the bag.

Event description:
It was reported that the drain bag had a foreign material inside of the bag.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews